Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen got stuck and displayed a blue screen on a station. A technical support specialist manually installed remote support service for latest version and rebooted the device thereby resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system screen got stuck and displayed a blue screen with the message "carefusion". The customer retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.